Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation: occupation is lay user/patient. The meter and test strips were requested for investigation. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the stago neoplastine laboratory method. The result from the meter at 10:56 a.m. Was 5.5 inr. The result from the laboratory at 4:43 p.m. Was 3.9 inr. On (B)(6) 2019 the result from the meter at 1:37 p.m. Was 5.2 inr. The result from the laboratory from a sample obtained at the same time was 3.7 inr. On (B)(6) 2019 the result from the meter at 2:27 p.m. Was 5.1 inr. The result from the laboratory from a sample obtained at the same time was 3.6 inr. The laboratory results were believed to be correct. The customer's warfarin dose was slightly decreased based on the laboratory result on (B)(6) 2019. The customer's therapeutic range is 2.5 - 3.5 inr with a target range of 3.0 - 3.5 inr. No adverse event occurred. The customer is fine. The customer is anemic. The customer was taking a steroid for a cold either the week of (B)(6) 2019 or the week of (B)(6) 2019.